Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/ procedure : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ cloudy observed on the device.

Event description:
Physician reported right side ¿repetitive¿ seroma-late and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant. The capsule has been sent for a histopathologic study to rule out alcl.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported right side ¿repetitive¿ seroma-late and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant. The capsule has been sent for a histopathologic study to rule out alcl.

Manufacturer narrative:
Continued h6: f2201 - biopsy a review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: repetitive seroma and baker grade IV for both sides. Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported right side ¿repetitive¿ seroma-late and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant. The capsule has been sent for a histopathologic study to rule out alcl.